Event description:
The patient experienced a loss of bladder and bowel control during a 3 hour dentist visit. The patient had an increase in bowel accidents since the implant. The patient had decreased the stimulation because it was uncomfortable. The patient was directed to her physician. Additional information was requested from the patient's healthcare professional.

Manufacturer narrative:
(B)(4)